Event description:
It was reported to philips that the wired footswitch in the examination room did not work properly. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the foot switch. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was completed by using of the operation room foot switch allowed us to finish without problems. Philips field service engineer (fse) analyzed the system onsite and verified that wired footswitch does not work. Upon some functional test, fse found that there is a fault inside of the footswitch. Fse replaced wired footswitch. After replacement wired footswitch, the system was returned to use in good working order. The defective part was returned for analysis and as per the report from the lab, the result confirms the failure of cord is cut and missing rubber anti-slip on the bottom. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.